Manufacturer narrative:
Artegraft, inc. Has contacted the lead author for additional information but to date, no response was received. No device evaluation was able to be performed because the devices were not returned and no lot numbers were provided. The complaint issue will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Should additional information become available, a follow-up report will be submitted.

Event description:
Literature review of an abstract that was presented at the society for clinical vascular surgery march 12-16, 2016 in las vegas, nevada titled "bovine carotid artery grafts have an acceptable patency for hemodialysis access regardless of sex or weight". The data from 133 bovine carotid artery (bca) artegrafts implanted at pennsylvania hospital between jan 2012 to may 2015 was retrospectively reviewed; 9 of the 133 patients developed graft infection requiring graft excision between 1-9 months after implant. The report states that "infection rates in our series appear lower than ptfe infection rates reported in the literature due to its autologous nature." Additional information was requested from the lead author; however, to date, no response was received.

Manufacturer narrative:
Artegraft, inc. Reviewed the scientific article to be published from data which was presented in abstract form, presented at the 44 annual symposium of the society for clinical vascular surgery in las vegas nv. March 12-16 2016. The journal article is titled "bovine carotid artery xenografts for hemodialysis access". Published in the journal of vascular surgery, june 2017, volume 65, issue 6, pages 1729-1734. Doi: http://dx.doi.org/10.1016/j.jvs.2016.12.109. Artegraft identified several discrepancies in the article data for the numbers of patients and grafts in the study as compared to the poster and abstract. The abstract 'results' section states that between jan 2012 to may 2015 '9 of 133 patients developed graft infection requiring graft excision'; the article states that between jan 2012 and dec 2015 '10 of 133 grafts developed infection requiring graft excision between 1 and 9 months after implantation.' Artegraft reached out to one of the authors of the publication. He did not immediately provide the answers; however, he forwarded the questions to the lead author. On tuesday, june 20, 2017 artegraft, inc. Received the following response from the lead author: "in terms of the increased number of total patients, I increased the length of follow up data between the abstracts and the manuscript. I found one more graft infection because we had 6 more months of data. The primary assisted group lists 130 at risk instead of 131 which is listed in all the other tables, that must be a typo. I'm not sure how the editors or I didn't catch that. As to why I have listed 134 patients but only 131 grafts, I did not have had any data at all of follow up for those three patients to put in so they were excluded. I probably should have stated that somewhere in the manuscript. The patency rates are all accurate though for the 131 patients." The devices were not returned to artegraft, inc. And no lot /batch numbers or specific patient information were provided.

Event description:
From the publication of the abstract to the journal article, 6 months more of additional data was made available. Literature review of the journal article to be published in the society for clinical vascular surgery identified 1 additional patient that developed graft infection requiring graft excision between 1-9 months after implant. In total from this study there were 10 of 133 grafts that developed infection. Patient information was not provided.